Event description:
It was reported that both anchors were fallen out in arthroscope. There was a backup device available to complete the procedure with no significant delay. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified one additional complaint for this manufactured lot.